Event description:
The below report was received by health authority food and drug administration (reference number: (B)(4)) on 24-feb-2014. The most recent information was received on 28-jan-2020. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("extremely severe pain, pain markedly increased in exact same spot, abdomen area") in an adult female patient who had essure inserted for birth control and female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. In 2008 she experienced abdominal pain (seriousness criteria medically important and intervention required). An unknown time later she experienced heavy menstrual bleeding ("multiple menstrual cycles in one month, very heavy bleeding"), polymenorrhoea ("multiple menstrual cycles in one month, very heavy bleeding"), gastrointestinal disorder ("digestive tract issues"), back pain ("pain sometimes radiates into back and hip"), arthralgia ("pain sometimes radiates into back and hip"), allergy to metals ("never had a nickel allergy before but seem to now") and muscle spasms ("cramping"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the abdominal pain, heavy menstrual bleeding, polymenorrhoea, gastrointestinal disorder, back pain, arthralgia and allergy to metals had not resolved. The outcome of muscle spasms was unknown. The reporter considered muscle spasms to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain, heavy menstrual bleeding, gastrointestinal disorder, arthralgia, allergy to metals, polymenorrhoea or back pain. The reporter commented: patient commented that she had the balloon filled with superheated water type of ablation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jan-2020: pif received: date of insertion and removal added. Further company follow-up with the consumer or the regulatory authority is not possible. This case is being submitted retrospectively following an internal review based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033732) on 24-feb-2014. The most recent information was received on 30-may-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extremely severe pain, pain markedly increased in exact same spot, abdomen area') in an adult female patient who had essure inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("multiple menstrual cycles in one month, very heavy bleeding"), gastrointestinal disorder ("digestive tract issues"), arthralgia ("pain sometimes radiates into back and hip") and muscle spasms ("cramping") and experienced polymenorrhoea ("multiple menstrual cycles in one month, very heavy bleeding"), back pain ("pain sometimes radiates into back and hip") and allergy to metals ("never had a nickel allergy before but seem to now"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, heavy menstrual bleeding, gastrointestinal disorder and arthralgia had not resolved, the polymenorrhoea, back pain and allergy to metals had not resolved and the muscle spasms outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, gastrointestinal disorder, heavy menstrual bleeding and polymenorrhoea with essure. The reporter considered muscle spasms to be related to essure. The reporter commented: patient commented that she had the balloon filled with superheated water type of ablation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 30-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033732) on 24-feb-2014. The most recent information was received on 09-jun-2022. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('extremely severe pain, pain markedly increased in exact same spot, abdomen area') in an adult female patient who had essure inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced heavy menstrual bleeding ("multiple menstrual cycles in one month, very heavy bleeding"), gastrointestinal disorder ("digestive tract issues"), arthralgia ("pain sometimes radiates into back and hip") and muscle spasms ("cramping") and experienced polymenorrhoea ("multiple menstrual cycles in one month, very heavy bleeding"), back pain ("pain sometimes radiates into back and hip") and allergy to metals ("never had a nickel allergy before but seem to now"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, heavy menstrual bleeding, gastrointestinal disorder and arthralgia had not resolved, the polymenorrhoea, back pain and allergy to metals had not resolved and the muscle spasms outcome was unknown. The reporter provided no causality assessment for abdominal pain, allergy to metals, arthralgia, back pain, gastrointestinal disorder, heavy menstrual bleeding and polymenorrhoea with essure. The reporter considered muscle spasms to be related to essure. The reporter commented: patient commented that she had the balloon filled with superheated water type of ablation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.